Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing on pancreatic section, the device had closure issue. Another reload with the same handle was used to complete the case. There was no patient injury.